Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that foreign material clogged the nozzle and could not be removed even if the correct reprocessing was performed due to buckling. Additional evaluation findings are as follows: a-rubber glue separated; light guide rod lens noted cracked; crease noted on insertion tube; angulations out of specification; defects of adhesive; no air/water flow due to clogged nozzle. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cf-h190i, evis exera iii colonovideoscope to olympus for repair due to a report of an "air/water issue." Upon inspection and testing of the returned device, it was determined that foreign material was present in the nozzle and could not be removed even if the correct reprocessing was performed. This report is submitted due to the finding that foreign material was present in the nozzle and could not be removed even if the correct reprocessing was performed, identified during in-house service of the device. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the foreign material was not removed during reprocessing. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿preparation and inspection: inspection of the endoscope. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function.¿ the following is included in the reprocessing manual: ¿precleaning the endoscope and accessories: flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Flush the air/water channel with detergent solution¿ olympus will continue to monitor field performance for this device.